Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot number. At the request of the consumer, the surgeon was not contacted. This report was mailed to FDA on: 04/23/2009.

Event description:
A consumer reported seeing a flickering in corner of his vision since bilateral intraocular lens (iol) implant surgery. The consumer reported that his vision was good, but the flickering has not gone away. At the request of the consumer, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the left eye.